Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a mildly tortuous and moderately calcified radial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a percutaneous shunt dilation. During the procedure, it was noted that the balloon ruptured at 10 atmospheres after it was being inflated for 60 seconds upon the second infation. The device was removed by normal method and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a mildly tortuous and moderately calcified radial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a percutaneous shunt dilation. During the procedure, it was noted that the balloon ruptured at 10 atmospheres after it was being inflated for 60 seconds upon the second inflation. The device was removed by normal method and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.